Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged grip open ring at the proximal end. The set screw was still installed in the grip ring, and was not found to be loose. The jaws would not open when attempted. The instrument did not have any damaged cables. Additional observations revealed that instrument had a dislodged blade, that was exposed 0.157" outside the blade garage. After retracting, the instrument was tested and it passed initialization, engagement, recognition, and cut tests with no damage to the knife, conductor wires, or snake wrist. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the vessel sealer extend (vse) instrument had a broken cable. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.